Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a fistula revision procedure, the clips fell out of jaws and caused the device to scissor and cut a vessel that caused bleeding. The surgeon stopped the bleeding and fixed the vessel.